Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis and an infection. It was also reported that vegetation was observed on the right ventricular (rv) lead. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.